Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked if the cause of the overstimulation was determined, the hcp said "firmware malfunction." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I and spinal pain. It was reported that the patient was experiencing overstimulation, like stimulation at 10.5 and the patient can't turn it off. The rep stated that they interrogated the implant and turned stimulation down. The rep stated that the patient was charging the implant when overstimulation occurred. The rep further stated that they didn't see any por conditions, while interrogating the implant. The ins was in discharge per rep when they interrogated it. The rep stated that the patient pushed the green button only. No further complications were reported or anticipated.